Event description:
Baxter tubing of tpn line found to be leaking from y site connector closest to infant. Clear fluids ordered, tubing changed per nnicu protocol. Tubing saved and marked at leaking site for apsm to give to [redacted name]. Manufacturer response for IV tubing, IV tubing (per site reporter) ongoing issue. Tubing saved and marked at leaking site for apsm to give to [redacted name].